Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the gore® tri-lobe balloon catheter instructions for use, adverse events that may occur and/or require intervention include, but are not limited to vascular damage

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of a thoracic aortic rupture with dissection using conformable gore® tag® thoracic endoprostheses the physician was concerned about proximal type I endoleak. A touch-up ballooning using gore® tri-lobe balloon catheter (bcl2645j/15384565) was performed to prevent this. An angiography revealed that type a dissection was found on tgu343410j/15175351.ascending aorta replacement surgery was performed to the type a dissection. The physician commented that the type a dissection was due to the touch-up ballooning.the procedure concluded without any other reported issues. The patient tolerated the procedure. No further information was obtained.